Event description:
Six yrs post-operative pt felt a sudden pop. X-ray revealed an upwardly migrated femoral head adjacent to the acetabular rim. At revision the liner was discovered to have come completely out of the shell. Both the shell and liner were replaced.